Manufacturer narrative:
One ultimum ev introducer was returned to the manufacturer for analysis. The hemostasis cap had been detached from the hemostasis body. Additional investigation revealed there was evidence that the device had been welded at the hemostasis cap and hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemostasis cap detachment remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
While removing the sheath, the yellow cap detached and had to be held in place to prevent further blood loss.